Event description:
The dealer states the unit is getting a yellow light after 5 minutes and then will alarm into a red and will not start back up. The unit was not with a patient and was in a facility. The hours unknown and there was no additional information.